Manufacturer narrative:
Please note: per the customer, neither the product ID or lot number are available. As a result, the UDI could not be determined. The complainant indicated that the device will not be returned for evaluation as it was discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that she had taken a brand new product off the shelf, opened it, and looked at the green seal on the foley to see if it was intact. She then pulled slightly on the catheter and the tubing that leads to the bag and was able to disconnect the two with very little force. The green seal remained intact as she pulled it apart.

Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Two digital images were provided for the evaluation. Upon visual evaluation, it was observed that the catheter was separated from the connector. Therefore, the reported condition is confirmed. As part of continuous improvements, a corrective action (CAPA) has been opened to address the reported issue through a more robust investigation. The results of investigation will be documented through the referred CAPA. Also, a plan was generated to update the catheter assembly location on the sample port from the current manufacturing location, and to update the go/no go fixtures in order to accommodate these according to the location change.